Event description:
Pt reported that, prior to applying blood to the test strip, the device generated a result of "lo." Pt's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect device and replacement product was shipped.